Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely, and the right ventricular (rv) lead exhibited low pace impedance measurements less than 200 ohms. While in-clinic, a longevity calculation of this crt-d indicated 7 months remaining battery life after less than 7 months of implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This premature battery depletion (pbd) was likely related to the rv pace channel and indicative of an anomaly in the oxide layer of the rv pace hardware with potential for lead corrosion damage. As a result, device replacement and rv lead replacement were recommended. This crt-d system remains in service at this time, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely, and the right ventricular (rv) lead exhibited low pace impedance measurements less than 200 ohms. While in-clinic, a longevity calculation of this crt-d indicated 7 months remaining battery life after less than 7 months of implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This premature battery depletion (pbd) was likely related to the rv pace channel and indicative of an anomaly in the oxide layer of the rv pace hardware with potential for lead corrosion damage. As a result, device replacement and rv lead replacement were recommended. This crt-d system remains in service at this time, and no adverse patient effects were reported. Additional information received reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced, and the right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.